Event description:
Corneagen's endoserter device did not correctly deploy when utilized by the surgeon. The surgeon subsequently had to manually insert the cornea for transplant. There was no harm to the patient. Product # es-1. Lot #: 04032302. Product expiration date: 5/31/2025.